Event description:
It was reported the patient going to the ER due to increased seizures. Patient had been previously referred for battery replacement due to low battery; however, no known replacement has occurred to date. No additional relevant information has been received to date.